Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via a merlin.net transmission that episodes of non-sustained lead noise episodes were observed. Sensing latency on the far-field channel resulted in non-sustained lead noise. Reprogramming the device was recommended.